Event description:
Healthcare professional reported, right side deflation. Healthcare professional, later reported, "valve delaminated from shell" observed, during surgery. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis the final assessment is: deflation/delamination: delamination of the diaphragm valve assessed, as adhesive failure. Additional observations: crease fold observed, wear abrasion observed. No further actions are required, as the device was implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b,h6

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. Device remains implanted. This relates to the right side.